Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed false reactive alinity I anti-hbs results on one patient which negative on another platform. The results provided were: sid (B)(6), initial=167.25 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /repeated=164.15 miu/ml /chemclin surface antibody=5.05 miu/ml (< 10 miu/ml=nonreactive) there was no reported impact to patient management.

Event description:
The customer observed false reactive alinity I anti-hbs results on one patient which negative on another platform. The results provided were: sid(B)(6) initial=167.25 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection) /repeated=164.15 miu/ml /chemclin surface antibody=5.05 miu/ml (< 10 miu/ml=nonreactive) there was no reported impact to patient management.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review and field data for alinity I anti-hbs reagent, lot 69378fz01. Review of tracking and trending for the alinity I anti-hbs assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69378fz01. Return testing was not completed as returns were not available. Historical performance of the alinity I anti-hbs reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median population result for the complaint lot 69378fz01 is within established limits, indicating that the lot is performing acceptably in the field. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the alinity I anti-hbs reagent, lot 69378fz01.